Manufacturer narrative:
(B)(6). (B)(4). Investigation - evaluation: a review of the device history record, manufacturing instructions, quality control and visual inspection of photographic images was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Photographic images provided by the customer show a used catheter with a severely stretched guide wire coil. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined, however, the images provided show a used catheter with a severely stretched guide wire coil indicative that user technique could have contributed to the failure mode. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
Customer reported that the physician attempted to advance the catheter following placement of the amplatz extra-stiff support wire guide. Resistance was met and the physician was not able to continue advancing the catheter. The user attempted to remove the guide wire which then began to unravel. The guide wire and catheter were removed together and a new catheter and guide wire set was obtained and used successfully to complete the procedure. There are no reported adverse patient consequences related to this event.